Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. On 24 march 2017, the representative reported that the imaging system was not receiving 120v from the viewing station of the imaging system power board. The representative returned to the site on 28 march 2017 and replaced the power board for the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system was unable to perform fluoro image acquisitions. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to complete the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The analysis of the suspect power board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: patient age, weight and gender inadvertently left off of initial and first follow-up mdrs.